Event description:
The account alleged the patient position module will not set. No patient impact.

Manufacturer narrative:
The account replaced the sensor strips and the issue remains. The account stated they were trying to set the patient position module while lying in the bed. The account correctly positioned the patient on the bed and then set the patient position module to resolve the issue.